Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. There was corrosion in the battery compartment. The battery cap was not returned. A test battery cap was able to fully tighten securely, however, the pump was unresponsive and had no power. The black box data was unable to be downloaded and further testing was not able to be completed. A leak test revealed a battery compartment leak. The pump¿s cover was removed and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue; the pump reportedly emitted a low battery alarm and when the user replaced the battery, they noticed corrosion in the battery compartment. The pump then reportedly lost power and would not turn on. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.